Event description:
It was reported that during a left wedge resection procedure, the device was articulated, closed, and fired, but the jaws would not open after firing. The surgeon forced the jaws opened with the handles, but then the green reload fell out into the pt. The reload was removed with graspers through the trocar. It was then noticed that the distal tip was not cut or stapled. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 03/30/2009. Eval summary: the analysis results found that the device was rec'd in good visual condition, and with a reload loaded correctly in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload, and it fired, cut, and allthe staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event description could not be confirmed as the device closed and opened as intended, and the reload was loaded into the device without any difficulties and did not fall out during functional testing. A batch record review was performed, and no anomalies were found during the mfg process.